Event description:
Physicians felt that the patient's anatomy was preventing enough torque through the heart to advance the delivery catheter. There is no plan to attempt another implant at this time.

Manufacturer narrative:
One cardiomems sensor catheter assembly with tethered sensor was received for evaluation. During the investigation, visual inspection of the hub and the length of the catheter were found to be normal and there was no evidence of kinking or bending. The hub of the catheter showed usage, but no abnormalities were observed. The tethered sensor had the correct tether pattern and no abnormalities. The catheter and sensor dimensions were confirmed to be within specification. During investigation, cardiomems guidewire was passed through both the hub of the catheter and the distal end of the catheter but was stuck midway and could not fully be passed through. Trying to advance the guidewire through on each end of the catheter was unsuccessful. The device history record was reviewed to ensure that each nanufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of advancement difficulty was reproduced, and the results of the investigation are confirmed.

Event description:
After experiencing difficulty advancing the delivery system during the cardiomems procedure, the procedure was aborted. The rep confirmed no clinically significant delay or prolongation occurred. Patient was hemodynamically stable with no medications given or anesthesia provided.